Event description:
Healthcare provider reported a right side rupture confirmed via MRI. Healthcare provider reported "observations made during surgery" of "large rupture". "Right side complete rupture at time of removal". Healthcare provider also reported via ultrasound "lesions" at different positions on the breast. The healthcare provider also reported via MRI that "there is evidence of intracapsular rupture on the right. Small round hyperintense droplet like foci are seen within the patient's right implant, and likely reflect small amounts of fluid. There is no evidence to suggest frank extracapsular rupture." Healthcare provider also reported via surgical documentation "capsular contracture" baker grade ii. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device assessed as surgical impact opening. And missing piece of shell assessed as inconclusive. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ seroma-late: unable to observe since it is not related to the device. As per the investigation procedure stress mark, missing piece of shell was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare provider reported a right side rupture confirmed via MRI. Healthcare provider reported "observations made during surgery" of "large rupture". "Right side complete rupture at time of removal". Healthcare provider also reported via ultrasound "lesions" at different positions on the breast. The healthcare provider also reported via MRI that "there is evidence of intracapsular rupture on the right. Small round hyperintense droplet like foci are seen within the patient's right implant, and likely reflect small amounts of fluid. There is no evidence to suggest frank extracapsular rupture." Healthcare provider also reported via surgical documentation "capsular contracture" baker grade ii. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 06/25/2024.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported a right side rupture. The device remains implanted.

Event description:
Healthcare provider reported, a right side rupture. "Small amounts of fluid". And capsular contracture, baker grade ii. The device has been explanted.